Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman flx laa closure device with delivery system (wds) was used. The procedure was completed successfully and the patient was discharged. During (B)(6) 2021 the patient was brought via ambulance to the emergency department with reports of chest pain. A pericardial effusion was observed. No further patient complications were reported. No additional information is known at this time.